Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubies were failed. The field service engineer confirmed that the workorder had been canceled. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system cubies were failed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.